Manufacturer narrative:
As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. The ess performed the reprocessing in-service with the facility staff. All models were reviewed during the in-service listed in the products section of the users¿ manuals. In service visit includes the leak testing and manual cleaning using the oer-pro. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. To date there is no patient harm or infection was reported.

Event description:
It was reported that the device was used on a patient with a foreign object on (B)(6) 2020. According to the reporter, the scope was manually cleaned and was placed in the oer-pro. The reporter stated that the user did notice a foreign object in the scope. The reporter stated that the scope was then used on (B)(6) 2020 on a different patient. The foreign object was found upon manual cleaning of the scope. The reporter conveyed that the customer uses 3rd party brushes. There was no patient harm or injury reported. No patient infection reported on this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates regarding the reported event.

Event description:
The foreign object in the scope was noticed during manual cleaning after the second procedure. The patients did not have any pre-existing conditions that would have affected the other patient. There was no patient injury. Both procedures were colonoscopies, which were therapeutic. The foreign object was able to be removed prior to sending the scope to olympus. It was removed wiggling the scope back and forth and the foreign object was removed. It was never determined what the foreign object was. It was described as a piece of plastic, which was cylindrical in shape and three inches long. The endoscopes are manually brushed however, the models of brushes are not known. The scopes are reprocessed in oer-pro. The scope was inspected prior to use and nothing was noticed prior to the procedure. There was no damage or abnormalities. To date there was no patient infection or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. There is no specific information about where the foreign object stuck inside the scope. Judging from its shape, it is presumed to be a piece of endo-therapy accessory that broke off. The foreign object is most likely to have been lodged inside the biopsy channel. Use of non-compatible cleaning brush could have caused the biopsy channel to be inappropriately reprocessed, causing the foreign object to lodge inside the scope. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. The subject device was purchased 15-jan-2020 and has not been repaired by olympus in the past year. There have not been any other similar complaints reported by this facility for the same device model. However, a review of the complaint history within the past 2 years confirmed a similar case. According to the similar complaint, the foreign objects were found inside/ around the nozzle and auxiliary water channel. As for the foreign object around the nozzle, the distal end cover (c-cover) was broken/ deformed due to user handling causing sealing glue peeling off, or the c-cover peeled off due to aging deterioration by long term use, which possibly resulted in the gap between the c-cover and nozzle, and may be associated to the foreign object around the nozzle. In relation to the foreign objects inside the nozzle and auxiliary water channel, the cause is likely as a result of improper reprocessing. The IFU (reprocessing manual) warns against the use of an improperly reprocessed endoscope as follows: 1.4 precautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The IFU (operation manual) also warns the user of using non-compatible instruments as follows; important information: please read before use: instrument compatibility: refer to ¿combination equipment¿ on page 113 to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage.